Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited unacceptable thresholds and had dislodged during the implant procedure. The lead no longer used and replaced.